Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.

Manufacturer narrative:
(B)(6).